Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit failed continuity testing due to an open connection on r1, r2, l2, cb, and CT electrodes. Visual inspection confirmed there is no physical damage. Functional testing could not be performed since the sensor was returned used and could not be tested on the forehead., (brand name) was updated from "sedline" to "sedline sensor", (common device name) was updated from "electroencephalograph" to "monitor, physiological, patient (without arrhythmia detection or alarms)", (procode) was updated from "gqw" to "mwi", (expiration date) was updated from a blank field to "10/01/2019", (report source) was updated from " foreign; health professional; user facility", to "foreign; company representative; user facility".

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported patient is anesthetized enough but psi showed high. No patient impact or consequences were reported.